Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced urinary stress incontinence and intrinsic sphincter deficiency which required additional surgical intervention.